Manufacturer narrative:
Patient weight: estimated weight. Exemption number e2019001. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the patient death, single leaflet device attachment and recurrent mitral regurgitation. It was reported that on (B)(6) 2019 the patient with mitral annulus calcification (mac) and grade 4+ torrential grade mixed etiology mitral regurgitation (mr) underwent the mitraclip procedure. There was some artifact on the imaging caused by the mac which made it challenging to visualize the leaflets, but leaflet insertion was confirmed. One mitraclip was implanted reducing mr grade to 2-3. A second mitraclip was considered but not placed because of the mac. On (B)(6) 2019 a transthoracic echocardiogram was performed and found that mr had returned to grade 4+ and the mitraclip was only attached to the anterior leaflet. The posterior leaflet came out of the mitraclip. The patient was discharged home either on (B)(6) 2019 or (B)(6) 2019. Hospitalization was not prolonged. Percutaneous mitral valve replacement over the mac was being considered as a treatment option, but the patient expired on (B)(6) 2019. The patient expired in her sleep. In the opinion of the physician, it is unknown if the mitraclip caused or contributed to the patient death. No additional information was provided.

Manufacturer narrative:
Estimated weight. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incident. All available information was investigated and the reported single leaflet device attachment (slda) and poor image resolution appears to be related to patient morphology/pathology. The investigation was unable to determine a definitive cause for the patient effect of death. The reported patient effects of death and mitral regurgitation (mr) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Mr was a symptom of the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.